Manufacturer narrative:
Concomitant medical products: boston scientific lead implanted (B)(6) 2010.

Event description:
It was reported that the patient was shocked for what the physician believed to be an atrial arrhythmia with rapid ventricular response. The device also reportedly did not deliver therapy during a ventricular tachycardia (vt) episode. The device remains in use. It was also reported that the right atrial (ra) lead exhibited over and undersensing and was reported to have been turned off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.